Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04374. It was reported that stent damage occurred. An 18x90/10fr uni plus 75cm wallstent® endoprosthesis was advanced but failed to cross the lesion. The outer sheath which is the blue sheath pushed over the top of the nose cone of the stent. The device was removed and another 18x90/10fr uni plus 75cm wallstent® endoprosthesis was advanced but the same thing happened. The procedure was then completed with a 16x90 stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issue with the tip or markers of the device that may have potentially contributed to the complaint incident. The device was received with the stent fully mounted onto the delivery system. The stent was deployed without issue or resistance. The stent cups and holder were undamaged. A visual inspection identified no issues with the stent. A visual and tactile examination identified multiple kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. An 18x90/10fr uni plus 75cm wallstent® endoprosthesis was advanced but failed to cross the lesion. The outer sheath which is the blue sheath pushed over the top of the nose cone of the stent. The device was removed and another 18x90/10fr uni plus 75cm wallstent® endoprosthesis was advanced but the same thing happened. The procedure was then completed with a 16x90 stent. No patient complications were reported and the patient's status was fine.